Manufacturer narrative:
The device was received for evaluation. During functional testing, an system error 345 did not occur. A review of the event history log revealed system error 345. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation performed thermistor sensor test and found upstream and downstream readings within in specification. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during unspecified process step. There was no patient involvement. No additional information is available.